Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify partial display and audio alarm anomaly due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and gave error. The customer's blood glucose level was unknown. The customer stated that they tried to rewind but it keeps beeping. The customer stated that insulin pump home screen did not appear on the display. The customer also mentioned that the insulin pump was expose to moisture. Insulin pump will be returned for analysis.